Manufacturer narrative:
An event of advancement difficulty and capsule part was peeled off and flared was reported. The device was returned to abbott and investigation confirmed a bent was noted to be present between the strain relief and the maximum outer diameter. The valve capsule marker band was noted to have a material cut. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined; however, it is believed that due to multiple use and reinsertion, along with torturous anatomy for the patient, the device may have experienced a small amount of reduction of coating. The device DHR suggests that the batch underwent the hydrophilic coating process by following all the appropriate manufacturing process. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 june 2024, a small flexnav delivery system was chosen for a procedure. During procedure, when it was delivered for the first time it was noted that the hydrophilic coating on the capsule part was peeled off and flared. The delivery system did not cross in the common iliac artery aneurysm (cia) near bifurcation due to calcification. A 7mm balloon was used to dilate blood vessel but still did not cross. The delivery system was removed from the anatomy and additional dilation was performed by an 8mm balloon, and the delivery system was attempted to cross but it did not cross. The delivery system was removed and new small flexnav delivery system was chosen and then, crossed cia without any problems using 14f non-abbott sheath. The deployment was completed. There were no adverse patient effects. No health impact has been reported. The patient was reported stable.

Manufacturer narrative:
An event of advancement difficulty and capsule part was peeled off and flared was reported. The device was returned to abbott and investigation confirmed a bent was noted to be present between the strain relief and the maximum outer diameter. The valve capsule marker band was noted to have a flared deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined; however, it is believed that due to multiple use and reinsertion, along with torturous anatomy for the patient, the device may have experienced a small amount of reduction of coating. The device DHR suggests that the batch underwent the hydrophilic coating process by following all the appropriate manufacturing process. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per our IFU, flexnav is a single use device and cannot be reintroduced. IFU warning " for single use only. Do not reuse, reprocess, or resterilize the valve, delivery system, or the loading system. Reuse, reprocessing, and/or resterilization creates a risk of contamination of the devices and/or device failure, which could cause patient injury, illness or death.